Event description:
It was reported by the field clinical specialist (fcs), that approximately 4 years, 7 months, 21 days post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra valve, the patient presented with dyspnea and fatigue due to stenosis. Review of CT measurements indicated the valve was under expanded. The patient underwent a successful valve in valve (viv) procedure with a 20 mm sapien 3 ultra resilia valve. Per provided imaging, physician indicated 20 mm (+2 cc) due to under expanded valve. Report also noted, native leaflet calcium/tavr valve leaflet calcium.

Manufacturer narrative:
The manufacturer's investigation is ongoing, and a follow-up report will be submitted when the investigation is complete.